Event description:
During a telephone conversation with the pt, it was indicated during use of this product the pt experienced an infection and a "small amount of blood." The pt indicated he normally uses a softer product type and agreed there was no product defect.